Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell. The home patient (hp) disconnected in one of her dwells (unspecified), the hp disconnected properly, baxter technical service representative (tsr) explained the correct way to disconnect, cycled power off and on, got se 2367 (fail safe shut down), cycled power again, se's did not repeat. The patient was connected, however, there was no patient injury or medical intervention. No additional information is available.